Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the bd venflon¿ pro safety shielded IV catheter end cap when medicine was infused during use, and connecting the set to the vps stopped the leakage. The following information was provided by the initial reporter: "according to the customer is there a leakage at the white plug (end cap) when the nurse infuse medicine through the blue chimney. When infusion sets are connected to vps (=remove the white plug/end cap) disappears the leakage."

Manufacturer narrative:
H.6. Investigation: 6 representative samples were returned for investigation. The returned samples were subjected to visual inspection. There is no issue with the white plug tread and the cannula hub. Colored dye was used to inject via the injection port to simulate flushing through the injection port to check if there is leakage from the white plug. The returned samples passed the visual inspection and no leakage was observed. A device history record review found no non-conformances associated with this issue during production of this batch.

Event description:
It was reported that leakage occurred from the bd venflon¿ pro safety shielded IV catheter end cap when medicine was infused during use, and connecting the set to the vps stopped the leakage. The following information was provided by the initial reporter: "according to the customer is there a leakage at the white plug (end cap) when the nurse infuse medicine through the blue chimney. When infusion sets are connected to vps (=remove the white plug/end cap) disappears the leakage."